Event description:
A customer contacted beckman coulter inc (bci) regarding elevated troponin (accu tni) results generated by the synchron lx I 725 instrument for one pt. The customer indicated that for the past seven (7) months elevated results in the range of 50-80ng/ml were obtained on the pt. Exact results were not supplied. No additional info regarding this event is available. It is unk if pt treatment was affected in connection to this event.

Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Qc data was not provided. System checks performed in 2008 and the following month, met specifications. Pt sample is planned to be sent to bci for investigation. There is no indication that service was dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.